Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had premature battery depletion. It was noted that the right ventricular (rv) lead had high threshold measurements. During device replacement procedure, the rv thresholds was checked and was in normal limits. The device was explanted and replaced. It was further reported that the rv lead thresholds was checked through the replacement device and thresholds was in normal limits. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.